Event description:
The report received indicated that a 5mm 15cm powerflex pro and a 6mm 22cm powerflex balloons failed to rewrap fully and could not retract into the catheter. The devices would get stuck in the same patient. There was no patient injury. The access site was the right femoral and the procedure being performed was a vascular reconstruction. A 6f 55cm cook rabi 6f 55cm sheath was used with each balloon. The brand of contrast was isovue at a 50/50 contrast to saline ratio with a boston indeflator. The devices prepped normally. Each balloon was removed with the sheath. They did not kink while being used. The balloons were easily removed from the vessel and the guidewire but not from the sheath, the rotating hemostatic valve and from the guide catheter. They were removed intact (in one piece) from the patient. This doctor has had this happen on a few patients with long balloons and a long 55cm sheath contralateral. There was only a single rabi sheath that was used in both cases. ¿they are long, flexible sheaths that allow a contralateral approach. In both cases this type of sheath was used for an up and over approach. They are 6f ID sheath, so compatible with the use of the balloons.¿

Manufacturer narrative:
The report received indicated that a 5mm 15cm powerflex pro and a 6mm 22cm powerflex balloons failed to rewrap fully and could not retract into the catheter. There was no patient injury. The access site was the right femoral and the procedure being performed was a vascular reconstruction. A 6f 55cm non-cordis 6f 55cm sheath was used with each balloon. The brand of contrast was isovue at a 50/50 contrast to saline ratio with a boston indeflator. The devices prepped normally. Each balloon was removed with the sheath. They did not kink while being used. The balloons were easily removed from the vessel and the guidewire but not from the sheath, the rotating hemostatic valve and from the guide catheter. They were removed intact (in one piece) from the patient. There was only a single rabi sheath that was used for an up and over approach. ¿they are 6f ID sheath, so compatible with the use of the balloons one non sterile catheters power flex pro 6.0 x 22 cm 135.0cm was received inside a plastic bag. The balloon was received deflated and appears to have been inflated. There were blood residues observed in the returned device. Balloon accordion condition was observed. No kinks or bents were observed. No other anomalies were observed in the returned device. An attempt to perform insertion/withdrawal test was done with pf pro device and a lab. Sample csi bts 5f. Resistance was felt during the test due to the accordion condition observed in the balloon. The balloon was inflated and negative pressure was applied to deflate the balloon with an in deflator and the balloon was deflated without difficulty however it did not re-wrap as expected after deflation. Dimensional analysis for od proximal seal could be performed using the vernier as go ¿ no go at 1.88 mm, and the od proximal seal was found within dimensional specification since the od could pass the 1.88mm gage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Withdrawal difficulty and rewrapping difficulty of the returned device was confirmed since resistance was felt during insertion/withdrawal test and the balloon did not rewrap as expected due to balloon accordion condition. Based on the information available for review, it is unknown what factors may have contributed to the difficulty experienced by the customer. Neither the analysis nor the DHR suggests that the complaint could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This is one of two products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00069 and 9616099-2014-00070.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Contrast:isovue 50/50 ratio; indeflator: boston. This is one of two products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00069 and 9616099-2014-00070.